Event description:
It was reported that the pump was in use when the pizo alarm occurred and the screen went blank, and the console locked up. The power was turned of and then on again, and the problem reoccurred. The pt was transferred to another pump and there were no complications.